Manufacturer narrative:
The insulin pump was received with protruded/loose drive support disk, cracked case at display window corners, cracked display window and battery tube threads. However, the insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer experienced low blood glucose, shaking, sweating, mental confusion, and inability to follow simple commands. Troubleshooting was performed, and the drive support cap was loose. No further information was provided.